Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d1. Upon review, the brand name has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the battery level low alarm on ic1605 was likely a communication anomaly between the battery and the power battery management board.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support on impella 5.5 the impella controller reported having battery indicator at 50% shortly after unplugging from power source resuming to 100% after being plugged back in for <30mins. Earlier this week battery noted to be at 84% immediately upon unplugging earlier this week.